Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. There was no defect on the metal part of the a-code mounting pin. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the piece of metal was a part of the cable used or a part of another product . The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf-electrode, hook, 5 x 330 mm when removed the a0358 from the a6282 after the pre¿surgery equipment checks, a small piece of metal was found during preparation for use. The damage was found before the procedure and there was no patient involvement.